Event description:
It was reported that during a "ptcra" stent procedure, a proximal portion of the delivery system filled. This occurred when the device was inflated above the rated burst pressure, contrary to instructions for use. The device was placed in a lesion, which had not been predilated with a balloon, also contrary to instructions for use. Reportedly, the stent was adequately deployed, and no pt injury was associated with this event.